Manufacturer narrative:
The onyx will not be returned for evaluation as it was discarded by the customer; therefore, the event cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the microcatheter ruptured at the last third of the catheter shaft after approximately 25 minutes of injection and embolic was seen to be leaking from the ruptured location. The liquid embolic was reported to have leaked inside the patient and remains in the patient. It occluded some of the vessels. No intervention was required to remove the liquid embolic. The microcatheter was ruptured but intact in the distal segment. There was no difficulty during injection and no kink or damage was seen on the microcatheter. There was a 2 minute pause during the injection and there was a 3 minute wait time between injections. There was about 1ml of embolic reflux. The injection was done as indicated in the IFU. The microcatheter will be returned. The patient was undergoing embolization treatment of a right parietal avm. That patient¿s vasculature was moderate in tortuosity. The access vessel was the mca, 2mm. The embolic will not be returned as it was discarded by the nurse. Ancillary devices: envoy, mirage, onyx syringe.